Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray had a pinched and deformed electrode and the doctor wanted to switch it out. The catheter was replaced, and the issue resolved. No patient consequences were reported. The damage did not result in any lifted or sharp rings or wires being exposed. The issue was found on one of the electrodes. Electrode damage is MDR-reportable.

Manufacturer narrative:
On 22-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray had a pinched and deformed electrode and the doctor wanted to switch it out. The catheter was replaced, and the issue resolved. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample was performed and it was found electrode 21 was scratched with no internal parts exposed however polyurethane (pu) was found correctly applied to the edge. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. A manufacturing record evaluation was performed for the finished device 30706655l number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).